Event description:
The customer reported that the system had a collimator iris potentiometer error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The potentiometer was reset and the collimator was calibrated during the service cal. The system was tested and found to be working as intended and put back into service.